Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 3.00 x 12mm stent delivery system was returned for analysis. Visual, tactile, and microscopic analysis was performed on the device. A visual and tactile inspection of hypotube identified multiple kinks. Visual and tactile inspection of the shaft polymer extrusion revealed a kink, 2.5 cm from the guidewire exit port. The stent returned detached from balloon, and it was stretched. A detailed microscopic examination of the balloon identified crimped stent marks however the balloon did not appear to have been subjected to positive pressure and there were no tears or pinholes identified in the balloon material. A microscopic examination of the proximal and distal markerbands identified no damage. Distal tip damage (dented) was observed.

Event description:
Reportable based on device analysis completed on 09dec2025. It was reported that crossing difficulties were encountered. The patient presented with coronary artery disease and underwent percutaneous transluminal coronary angioplasty. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. Following pre-dilatation with 2.5 x 12mm balloon catheter, a 3.00 x 12mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications, and the patient condition was stable post-procedure. However, returned device analysis revealed that stent was detached.